Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt underwent an MRI despite this is contraindicated with a vibrant soundbridge. Additionally, the radiologist was informed by the pt about the contraindication. After the MRI was performed, the pt reported serious pain at the implant area and an ipsilateral scotoma. He was no longer able to understand speech and just heard noise. Therefore, the pt was explanted on (B)(6) 2012.